Event description:
It was reported that a customer's insulin pump was not charging and during troubleshooting, it was noted that the pump would not start even after trying several different cables. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.